Event description:
It was reported that while using a maestro 3000 cardiac ablation system controller the patient experienced skin burns. A non-boston scientific dispersive pad was used in conjunction with the maestro ablation system and an 8mm blazer ablation catheter. The patient experienced skin burns on their lower back where the dispersive pad was placed. The burn was cleaned and bandaged. The ablation system was retained by the account for continued use, and non-boston scientific dispersive pad was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.